Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that before (B)(6) 2013, patient had developed a red itchy rash after about 3 days of wearing the sensor. On the fifth day, patient removed the sensor and the rash became painful. Patient's parent said that patient's skin turned yellow and flakey, like sunburn. Patient went to his pediatrician, who prescribed anti-fungal cream and an antibiotic. Patient later went to his diabetes specialist, who took him off the cream. At the time of contact with dexcom technical support, patient's parent claimed that patient had a bean sized lump where the sensor was inserted and that his skin is still a little sensitive where the rash was, but his skin has returned to its normal color and patient is feeling fine.